Event description:
It was reported that the system is moving without being commanded. No injury reported. A field engineer was dispatched to the site and determined the switch located behind the detector needed to be adjusted. Once this was completed the system was working as intended.